Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was unable to power up due to heavy corrosion inside of the monitor. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement monitor.